Manufacturer narrative:
The remote service engineer (rse) performed trouble shooting with the customer. The customer had previously reported a speaker malfunction error; however, at the time, the speaker was still producing sound. The mainboard on the device was replaced at that time. The rse confirmed that the speaker malfunction error was occurring again; however, at this time, the customer noted that the speaker is not working at all. A loudspeaker assembly replacement was sent to the customer to resolve this issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty loudspeaker assembly. The reported problem was confirmed the customer was provided a replacement speaker assembly to resolve the issue. E1: reporter information: (B)(6).

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that there was a speaker malfunction error, and the speaker was not working at all. The device was not in use on a patient at the time of event, there was no adverse event reported.